Event description:
It was reported that the high voltage part of the right ventricular lead had an impedance spike that triggered an alert. It was also reported that the lead previously had varying impedance. The high voltage alert was turned off and the lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - performance data was collected from the device and revealed high resistance/impedance, 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(4)-2012 03:00:04, weekly hv-lead impedance trend data show various spike increases for maximum defibrillator active can on impedance and maximum superior ventricular coil defibrillator impedance = 40 to 161 ohms range between (B)(4)-2011 and (B)(4)-2012.